Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was hospitalized due to a cgm inaccuracy. The patient was transported to the hospital via ambulance. No specific patient symptoms were reported. The patient could not recall any specific event details, including any cgm/bg meter comparison values, treatment, or medication details. The patient was discharged home after 5 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).